Event description:
While using dentek dental flossing picks, the back part of the pick broke off. The plastic used is extremely brittle and as a result, the pick breaks apart with minimal effort. (B)(4). Purchase date: (B)(6) 2012. The product was not damaged before the incident. The pt was not identified before the incident. (B)(4).